Manufacturer narrative:
Manufacturer's investigation conclusion: review of the log files confirmed a driveline power fault alarm. Additionally, the reported damage to the patient¿s driveline above the modular cable could not be confirmed through this evaluation. A specific cause for the driveline power fault alarm and the reported damage to the driveline could not be conclusively determined. The controller event log file contained events from 09may2026 to 11may2026. A driveline power fault alarm was active at the beginning of the log file on (B)(6) 2026 and persisted through the duration of the log file. The original onset of the alarm was unable to be reviewed as the event was overwritten with newer incoming data. The pump appeared to operate as intended at the fixed speed throughout the duration of the log files. It was reported that the patient was having driveline power fault alarms at home and went to the clinic to check out the alarms. Upon being seen in the clinic a tear in the driveline above the modular cable was noted. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. No products were returned for evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number: (B)(6), with no further related events reported. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. These sections also provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that initial review of log files shows multiple driveline power faults. There was a tear in patient's driveline above the modular cable. The event log file recorded driveline power faults from 09may2026 to 11may2026.